Manufacturer narrative:
No product was returned by the customer and the provided photo does not show the sample or confirm reported issues. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material # mpx5301-c and lot # 25029304 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxplus pressure rated extension set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that the connector is leaking from the hub even when it is tightened. The luer hub is very loose and even when proactively twisting it to tighten it, some of this lot still leak.